Event description:
Surgeon broke two guide wires during use in surgery. A 30 minute delay resulted. Surgeon reported no patient injury or complications as a result of this situation. It is not known if all of the metal fragments were cleared from the joint.